Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73b1900439 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the fired staples were not properly formed. A new unit was used instead to complete the procedure in the end, however, the same issue occurred to 18 staplers in total.

Event description:
It was reported that the fired staples were not properly formed. A new unit was used instead to complete the procedure in the end, however, the same issue occurred to 18 staplers in total.

Manufacturer narrative:
Qn#(B)(4). The customer returned one representative sample of product 528135 visistat 35r 6/box for investigation. The returned sample was returned in its original packaging. The actual sample was not returned. The representative sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. The stapler was returned with 37 staples remaining in the cartridge. No defects or anomalies were observed. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was released. This was repeated with the same result for the next two staples. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All five staples fired were able to engage and close into the pad. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time since only a representative sample was returned and there were no functional issues found with the device. The reported complaint of "staple malformed/deformed" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no functional issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.